Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
A trial patient reported they had turned stimulation up to 8.1 because she was not feeling anything. The patient stated that the setting was comfortable and she could feel it somewhat. The patient stated they could not increase stimulation past 8.1 due to message on the controller stating, ¿cannot provide desired setting.¿ the patient stated they had a urinary tract infection (uti) and soreness at the incisions site. The issue was not resolved at the time of the report. Additional information from the patient on june 1st reported she had a uti and was sick. The patient noted she was taking medication for the uti. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.